Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the clinical study patient experienced changes in stimulation due to a migrated lead, as confirmed by fluoroscopy. As a result, the lead was repositioned on (B)(6) 2017.